Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had a broken ventricular output connector and therefore it was replaced. Analysis also found that the upper and lower cases, battery drawer and one bail cover were broken, the ring cover was contaminated, the ring was bent and the keyboard scratched.

Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The generator was returned for service. It was indicated that there was no patient impact.

Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The generator was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.